Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "surgeon was using direct vision to gain access/place one of the ports and the tip broke off of the obturator during this action." Type of intervention: "the broken tip was found and recovered." Patient status - "they didn't express further concern after the procedure."

Manufacturer narrative:
Additional information was requested from the customer but was not provided. Investigation summary: the obturator of the event unit was returned for evaluation along with one of the broken pieces of the fios® tip.. Upon inspection, engineering confirmed the tip of the obturator was broken off from the shaft. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. Although the exact root cause of this event could not be confirmed, the engineering evaluation revealed that the likely root cause may be due to manufacturing. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is researching process enhancements intended to minimize the potential for this type of incident to occur. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.